Event description:
Same case as: 2134265-2010-00915, 2134265-2010-00916, 2134265-2010-00918, 2134265-2010-00919, 2134265-2010-00920, 2134265-2010-00921, 2134265-2010-01044, 2134265-2010-01045, 2134265-2010-01046, 2134265-2010-01047, 2134265-2010-01048, 2134265-2010-01050, 2134265-2010-01051, 2134265-2010-01054, 2134265-2010-01055, 2134265-2010-01056, 2134265-2010-01057. It was reported that during a coronary drug eluting stenting treatment procedure, a perforation occurred. The 90% stenosed lesion was located in a severely calcified mid right coronary artery. A 1.5x9mm maverick balloon was advanced to the lesion and could not cross. A 1.5mm rotablator burr was advanced to the lesion, and was removed as the physician elected to predilate with another device. A 1.5x12mm apex balloon was advanced to the lesion and inflated 3 times to 12 atms and once to 13 atms for 8-10 seconds each. A 2.0x15mm maverick balloon was advanced to the lesion and inflated to 12 atms for 15, 32 and 10 seconds each. A 2.5x15mm maverick balloon was then advanced to the lesion and inflated to 12 to 14 atms for 5, 8, 10, 12 and 52 seconds. A 3.0x20mm maverick balloon was advanced to the lesion and inflated to 12 atms for 9 seconds and 14 atms for 14 seconds. A buddy wire was inserted and a 2.0x15mm apex balloon was advanced to the lesion and inflated to 12 atms for 7, 10, 6, 20, 10 and 7 seconds followed by an inflation to 14 atms for 35 seconds. A 3.0x15mm quantum maverick balloon was advanced to the lesion and inflated to 12 atms for 15 seconds and 14 atms for 8 and 10 seconds. A 3.0x32mm taxus liberte¿ drug eluting stent was advanced to the lesion and deployed at 14 atms for 20 seconds and post dilated with the stent delivery system balloon to 18 atms for 15 seconds. A second 3.0x32mm taxus liberte¿ drug eluting stent was advanced to the lesion and deployed at 12 atms for 10 seconds and post dilated with the stent delivery system balloon to 12 atms for 12 seconds. A 3.0x12mm taxus liberte¿ drug eluting stent was advanced to the lesion and deployed at 14 atms for 10 seconds and post dilated with the stent delivery system balloon to 14 atms for 8 seconds. Throughout the case the physician was having issues visualizing the devices using flourography and thought that it was due to an error with the imaging equipment. When an angiogram was performed post stent placement, there was staining in distal post lateral branch indicative or a vessel perforation. The physician reinserted the 1.5x9mm maverick balloon and inflated to 8 atms for 55 seconds and 20 atms for 10 minutes to treat the perforation. A 2.0x15mm maverick balloon was advanced to the perforation and inflated to 8 atms for 12 minutes and 30 seconds to further treat the perforation. Residual stenosis was 0%. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)